Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
The device was explanted over two years later for reported normal battery depletion and it was returned for standard analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Initial investigation has been completed. Information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that there was concern that this cardiac resynchronization therapy defibrillator (crt-d) had depleted more than expected in a three month timeframe. The voltage was reported to be 2.65v and the patient was to be followed every three months. There was inquiry as to any applicable premature battery advisories. Technical services further discussed. No adverse patient effects were reported.